Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after placing the catheter (unknown procedure) it was found to be leaking at the hub. As a result, the catheter was removed and replaced with another one.